Manufacturer narrative:
(B)(6). The promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal damage with struts bunched distally. The undamaged crimped stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a kink 24cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was soaked over-night at 37 degrees to facilitate functional testing. A recommended guidewire was loaded successfully before functional test. The balloon was inflated to rated burst pressure without issue, maintained pressure and the stent expanded successfully despite the stent damage. The device was deflated successfully in 14 seconds which is within deflation time specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-may-2021. It was reported that deployment failure occurred. Vascular access was obtained via femoral artery. The target lesion was located in the calcified right coronary artery (rca). Following preparation using a 1.75 burr for rotablation, pre-dilatation with performed with a 15 x 3.50 balloon. A 24 x 4.00 promus premier stent was advanced for treatment. However, the device was unable to deploy and was removed. The procedure was completed with two non-boston scientific stents using a guidezilla ii extension catheter. No patient complications were reported. However, returned device analysis revealed stent damage.